Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled by the in house biomedical engineering staff. An additional, report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800 would not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.